Event description:
It was reported that 4 days post-op of a colectomy procedure, there was a report of digestive fistula. The staple would not hold. Repair of the anastomosis in manual suture. The pt is well.